Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck testing for pacer with a shock equipment malfunction. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.